Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos and returned portion of driveline confirmed the reported cosmetic damage. Approximately 25¿ of the distal portion of the patient's driveline (dl) was replaced on (B)(6) 2020 via work order # (B)(4).the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. Tape repairs were present, approximately 1-16¿ from the metal connector. Upon removal of the tape repairs, tears to the outer silicone jacket were observed approximately 2.25-4.5¿, 6-6.75¿, 8.25¿, 8.5¿, 11.25¿, 13¿, and 13.5¿ from the metal connector. The bionate layer was also torn approximately 2.25-3.5¿ from the metal connector, exposing the metal braided shield and underlying wires. Upon removal of the silicone jacket, it was found that the bionate and metal braided shield layers were damaged from 0.25-3.5¿ from the metal connector. A specific cause for the observed damage could not be conclusively determined through this evaluation. The clear bionate and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. There were no adverse consequences associated with this event. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. Information regarding driveline care can also be found in the heartmate ii left ventricular assist (hmii lvas) instructions for use (IFU) and patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator submitted a picture of the patient's driveline. The picture showed an exposed portion of the driveline, with the metal shield compromised, and visible wires. The vad coordinator explained that the patient is not having any active alarms, including no speed drops, no pump stops, and no unexpected power loss. The vad team felt it was safe for the patient to return home and plan for a possible driveline repair in the near future. The vad coordinator covered the exposed driveline with rescue tape. The vad coordinator sent the patient home and a heartmate ii distal end repair was performed on (B)(6) 2020.